Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that she was hospitalized on (B)(6) 2016 with a blood glucose of 550 mg/dl. Caller stated that the customer is lying in the hospital right now and they got his blood glucose down. Caller stated that his blood glucose has been running high for a few days. Customer went to the emergency room and treated with a manual injection. Customer was wearing the pump at the time of the visit. Caller declined troubleshooting for the high blood glucose since the customer is meeting with a diabetes educator to discuss the pump. Caller was also walked through his bolus history.